Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. Conclusion code (B)(4) no longer applies. Below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the overdischarge was not known. The patient said they had a complaint with recharging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight at the time of the event was reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s ins was replaced because the patient had reached their third overdischarge in (B)(6) 2017. A physician mode reset (pmr) was attempted in (B)(6) 2017 and it was discovered that the ins had reached end of service (eos) due to 3 overdischarges. The ins was replaced on (B)(6) 2017. It was reported that the ins would be sent back for analysis. No further complications are anticipated.